Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 28-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving 500mcg/ml lioresal at 160mcg/day via an implantable infusion pump for spasticity. It was reported that the patient had a return of spasticity. It was reported that the healthcare professional was unable to aspirate from the catheter during a dye study. It was reported that at the catheter replacement the catheter flowed freely and no issues were seen. The hcp decided to replace the catheter anyways. The issue was resolved at the time of the report. The patient's status was noted as "alive-no injury." No further complications were reported.